Event description:
It was reported that there was an atrial lead warning due to high thresholds and low impedance. The right atrial (ra) lead was explanted and replaced. The right ventricle lead was electively replaced and subsequently tested out of specification during manufacturer's analysis. No patient complications have bee reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4).the distal segment of the lead was returned, analyzed and the inner insulation was breached metal ion oxidation (mio). It was noted that the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation was breached, the outer insulation had cosmetic environmental stress cracking and there was a white substance on the outer insulation. (B)(4). The distal portion of the lead was returned, analyzed and the inner insulation was breached metal ion oxidation (mio). It was noted that there was blood/body fluid on all conductors (not obstructed) , the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking and the inner insulation was breached cut.